Event description:
It was reported that the wake button was difficult to press. Customer had a glucose reading of 40 mg/dl. Patient reported that she was light-headed and dizzy and fell which resulted in scraped knees and elbows. Patient required third party intervention to obtain an x-ray to confirm no broken bones. Patient consumed carbohydrates and juice to address the low bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.